Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -07.50/1.0/x101. (B)(4). Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -07.50/1.0/x101 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles was noted (B)(6) 2015. The icl was explanted on (B)(6) 2015 and exchanged for shorter icl with a similar diopter size. The resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/16.6. See MFR. #2023826-2015-01532 for right eye.

Manufacturer narrative:
(B)(4). The reporter indicate that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.50/1.0/x101 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vault with significant reduction of irido-corneal angles was noted on (B)(6) 2015. The lens was explanted and exchanged for a shorter same model lens with similar diopter and the problem was resolved. The patient's last visit was on (B)(6) 2015 with post-op uncorrected visual acuity (ucva) 20/16.6. See MFR. #2023826-2015-01532 for right eye. (B)(4).